Event description:
I had essure implanted in 2012 and almost immediately experienced multiple health issues, the worse of which was (B)(6) 2015. Severe abdominal pain, heavy bleeding. Upon testing, it was determined that my fallopian tube were swollen and infected due to the blockage in my tubes by essure.